Event description:
It was reported that the pen ndl 32g 4mm was unable to prime. The following information was provided by the initial reporter: consumer reported no insulin flow during priming. Consumer reported she has to use up to 5 pen needles before she finds one that allows insulin flow. Consumer stated this issue has been going on for approximately a year, but not on this scale, usually only 2 or 3 per box; no product information reported on previously affected boxes.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm was unable to prime. The following information was provided by the initial reporter: consumer reported no insulin flow during priming. Consumer reported she has to use up to 5 pen needles before she finds one that allows insulin flow. Consumer stated this issue has been going on for approximately a year, but not on this scale, usually only 2 or 3 per box; no product information reported on previously affected boxes.